Manufacturer narrative:
Results: the complaint of invalid impedance was confirmed. As received, the lead was in good condition with faint compression marks on the lead body. Continuity testing revealed intermittent electrical opens on channels 2, 3 and 4. Stress testing showed the opens to be isolated to the stimulation end. Since broken wires could not be identified on inspection, the electrical opens were isolated to the weld joints of the associated stim electrodes. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure to receive an scs trial system. It was reported the patient's trial lead showed invalid impedance readings on all electrodes after it had been implanted in the epidural space. The physician explanted and replaced the lead. The new lead resolved the issue and the patient reported effective stimulation.